Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter's second phone number: (B)(6). Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with the information available, boston scientific concludes that the reported event involving failure of the stent to deploy could not be confirmed. Without proper evaluation of the device, it remains unknown the most probable cause that contributed to the event. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the batch and lot number were unknown. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the investigation findings do not lead to a clear conclusion regarding the cause of the reported event. Therefore, the most probable cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a pseudocyst drainage procedure performed on an unknown date. During the procedure, the axios stent was unable to open. The device did not deploy when the physician attempted to release the first flange of the axios stent. Reportedly, following the event, the device was re-evaluated and the stent was later able to open properly. No patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.